Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 17 events were reported for this quarter. Product return status: 14 devices were received. 3 devices were evaluated in the field. Event confirmation status: 17 reported events were confirmed. Evaluation results: 17 devices were found to be affected by chipped paint. Additional information: 17 devices were not labeled for single-use. 17 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device had paint chips missing. 17 events had no patient involvement; no patient impact.